Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 2271556. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the syringe was found to have saline solution, but no barrel label attached. Only the issue of missing barrel label could be identified. Vision systems are in place to detect the barrel label presence. It is possible a failure took place in the system, resulting in this incident. If a syringe has no label, the rejection system rejects it. If there is a failure in the rejection action, the station stops and the operator must check for the cause of stoppage and remove the defective samples. In the event of an empty syringe (assumed from reported feedback of ¿empty needle housing¿), the shelf carton should be rejected due to being underweight. A syringe would lose saline if the barrel was damaged. Damage can occur during tip cap assembly. In this case, the packaging should show saline solution within and the shelf carton would be wet. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306575 and lot number 2271556. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. At this time, an exact cause could not be determined for the reported incident. Vision systems are in place to detect the barrel label presence. It is possible a failure took place in the system, resulting in this incident. If a syringe has no label, the rejection system rejects it. If there is a failure in the rejection action, the station stops and the operator must check for the cause of stoppage and remove the defective samples. In the event of an empty syringe, the shelf carton should be rejected due to being underweight.

Event description:
It was reported that the bd posiflush¿ normal saline syringe was without scale display. The following information was provided by the initial reporter: verbatim: empty needle housing without scale display.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe was without scale display. The following information was provided by the initial reporter: verbatim: empty needle housing without scale display.